Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they needs assistance turning therapy off per hcp recommendations. Patient reported device "resurfaced" in (B)(6) 2020. Patient reported revision procedure was performed to implant device deeper in (B)(6) 2021. Patient stated the device maybe too deep. Patient stated is feeling "pain down leg and on private part" starting in (B)(6) 2021 after revision procedure. Patient also mentioned thought pain was due to exercise but remained after patient stopped exercising. Walked patient through turning off therapy. Patient confirmed therapy is turned off and will leave therapy off for 2 days to determine if pain is related or unrelated to device. Patient was redirected to hcp to further address the issues. No further patient complications are anticipated or expected as a result of this event.